Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead due to unknown product performance issue. Additional information received from the field representative indicated that while implanting this passive lead the physician experienced ectopy and felt the coil was causing an excessive ectopy. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead due to unknown product performance issue. Additional information received from the field representative indicated that while implanting this passive lead the physician experienced ectopy and felt the coil was causing an excessive ectopy. This lead was never in service. No adverse patient effects were reported.